Manufacturer narrative:
H3 other text : suspect lens was discarded.

Event description:
On (B)(6) 2023, a patient (pt) in brazil reported discomfort when wearing a contact lens (cl) in the left eye (os) "15-18 years ago." The pt visited an eye care professional (ecp) and was diagnosed with an os corneal ulcer. The pt reported "the event probably happened due to poor use of cl," and the cl had a hole "on it upon removal from the eye." The pt was prescribed "some type of antibiotic for use every 3 hours," but the pt could not recall the name of the eye drops. The pt did not recall the ecp's contact information, which acuvue brand of cl worn at the time of the event, and had no additional information to provide. No additional information has been provided. No additional information is expected. This corneal ulcer is being reported as a worst-case event as we were unable to verify the diagnosis and treatment with the pt¿s treating ecp. The date of the pt¿s event is being reported as (B)(6) 005 as the exact event date is unknown. It is unknown what acuvue brand cl was worn at the time of the event. The suspect lot number is unknown. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.